Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-00604, 0001825034-2018-00605.

Event description:
It was reported that patient underwent initial total knee arthroplasty. During the procedure, the patient coded and subsequently died a few hours after surgery due to broken heart syndrome. No further information has been provided.